Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled: "midterm results with the pfc sigma total knee arthroplasty system" literature article "midterm results with the pfc sigma total knee arthroplasty system" (2008) by david dalury et al. Published by the journal of arthroplasty was reviewed. The article purpose: to report a surgeon's experience with the midterm survival and radiographic results of using a second-generation continuation of a highly successful total knee arthroplasty system. The article reports: between june 1996 and december 1997, 207 consecutive patients underwent 284 total knee arthroplasties. All of these received pfc sigma (either cr or cs). Of these, 158 were available at final follow up. Overall survivorship was 99.6 percent at final follow up which leads the authors of this article to conclude that the pfc sigma knee system has excellent midterm durability. Only two knees required revision; one for an infection 18 months post operation and one for a ligament injury following a nonsyncopal fall 9 months post operation. The latter of these two required conversion to a tciii knee system. Cement was used in all cases although no manufacturer was described. Patella resurfacing was conducted in almost all cases and will therefore be coded for. Depuy products involved: pfc sigma cr and pfc sigma cs. Complications: infection (1), tendon injury (1), medical device implant removal (1), surgical intervention (2). The first three products are to capture the pfc sigma cr components and the following three components are to capture the pfc sigma cs components. The same patella button is used in both knee designs.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.